Event description:
It was reported that the patient was not getting adequate pain relief and the patients ipg was non-functional. The patient underwent an ipg replacement procedure and the patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in march 2020.